Event description:
This event involved a patient 1 year and 1 month post heartware lvad implantation who experienced a vad stop. The site stated that while the patient was disconnecting a depleted battery, the controller turned off. After replacing the battery the problem was resolved. Preliminary logs files review confirmed the pump stop event. The batteries were removed from the patient and a new set was supplied. No harm or injury to the patient was reported as a result of this incident. Investigation is ongoing.

Manufacturer narrative:
The devices are available for evaluation, but have not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt.